Manufacturer narrative:
No 510# number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision, hip(s) to be revised: right, type of hip replacement product: asr xl acetabular system. Reason(s) for revision: pain. Date of revision: (B)(4) 2017.

Manufacturer narrative:
Asr revision hip(s) to be revised: right type of hip replacement product: asr xl acetabular system reason(s) for revision: pain if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.